Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit was displaying a low cylinder error during setup/inspection for use. There was no reported patient involvement.